Event description:
It was reported that an altitude alarm occurred. It was reported that the bg specific value displayed high but was unknown. A correction bolus via pump was administered to address the bg level.reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.